Manufacturer narrative:
A complete lead was returned for analysis. Visual inspection found that the optim sheath was crushed at 32.1cm to 32.6cm from the connector pin. The inner coil was fractured at 32.1cm from the connector pin. The fractured inner coil could cause the observation of noise in the field.

Event description:
It was reported that at routine follow up, inappropriate therapy due to noise was noted. X-ray showed lead dislodgement. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.